Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+2.0/093 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to toxic anterior segment syndrome (tass) was observed. The surgeon noticed pigmentation on the icl and there was inflammation in anterior segment on 2nd follow-up post op after 2 days. Patient also complained of diminishing vision. As the patient was not responding to the treatment offered by surgeon, the surgeon decided to explant the icl. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+2.0/093 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to toxic anterior segment syndrome (tass) was observed. The surgeon noticed pigmentation on the icl and there was inflammation in anterior segment on 2nd follow-up post op after 2 days. Patient also complained of diminishing vision. As the patient was not responding to the treatment offered by surgeon, the surgeon decided to explant the icl. The cause of the event was unknown.

Manufacturer narrative:
B5: the reporter indicated the patient is fine now and the issue has been resolved. Claim # (B)(4).